Event description:
It was reported that during a percutaneous intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the calcified, moderately tortuous left main coronary artery (lmca). The physician using a 6.0x15mm, 153cm maverick xl balloon catheter to post dilate an unknown stent. The balloon was inflated to 10 atm, the balloon ruptured. The procedure was completed with a different device. No complications were reported and the patient status is good.

Manufacturer narrative:
Device evaluated my manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).